Event description:
It was reported to philips that the system was unable to boot up. The user had to perform multiple restarts to resolve the issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.